Event description:
The patient had a fever for the last four days and stated that it felt like the pump was "up on side and pulling." The pulling sensation started on (B)(6) 2010. The patient stated that they did not feel like the pump was working. The patient's status was "fair" at the time of this report. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).